Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while they fired the fifth shot of the reload with the device, part of the reload had also broken off and fell onto the cavity. The surgeon needed to pull the reload in order to take the device out (he could use scissors instead). In the redo surgery, after 4 hours, the surgeon found the piece of the reload in the omentum and took it out, he said that it was hard as a plastic and didn't understand how a product that needed to be smooth after four hours inside the body, remained so stiff and hard. Pulling out the reload caused the patient was bleeding into his stomach from the staple line which extended hospitalization. It was also noted that the handle was able to recognize the reload and the stapler was able to fire but the distal staple line was incomplete. They fixed the line by using another staple. The patient had injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.